Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the needle made a grinding noise during the biopsy while in breast tissue. Post biopsy images show metal fragments in specimens and in patient breast tissue. Procedure was completed with same needle and no patient injury reported. No medical intervention reported. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2025, the needle made a grinding noise during the biopsy while in breast tissue. Post biopsy images show metal fragments in specimens and in patient breast tissue. Procedure was completed with same needle, and no patient harm was reported. No medical intervention reported. No other information available. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted and during the inspection damage in the inner cannula tip was found. As additional information, the gears, bearing and all the tubing connections were inspected, and no issues were found. Functional testing was not conducted due to the damage that the device presents. Functional testing was not conducted due to the damage that the device presents, the issue can be confirmed visually, and no additional test is needed. The complaint was confirmed, and root cause analysis determined that the failure was attributable to damage to the tip of the inner cannula and inner diameter of the outer cannula with marks. The failure mode was associated with an over-advanced inner cannula (ic), likely caused by excessive and extreme interaction between the cannulas. This occurs because the inner cannula undergoes greater displacement during its translational motion. Such extreme conditions can lead to multiple failure modes that compromise the integrity of the cannulas. Conclusion: the reported issues have been confirmed, and the most probable root cause has been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula. A health risk assessment was created to address this issue, and the corresponding updates to the risk management files have already been implemented. Future events will be monitored and trended. Complaint confirmed: yes. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and the device was released meeting all qa specifications.